Event description:
The customer reported that no alarm sounded for a pt who experienced a cardiac arrest.

Manufacturer narrative:
(B)(4): the customer reported that no alarm sounded for a pt who experienced a cardiac arrest. The customer stated that the pt's blood pressure collapsed but there was no alarm on the monitor or the philips info center (pic). This complaint was deemed reportable due to the fact that the pt suffered a serious injury (cardiac arrest) and the customer is alleging "failure to alarm". Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.